Event description:
S&n mexico reported the breakage of a 7mm bio-rci screw. Surgeon was using bio-rci for the first time. Contact reported that the surgeon did not use the tap or starter prior to insertion. Tip of screw broke off during insertion. Dr implanted the remaining portion of the screw into the site. No pt injury or procedural complications were reported as a result of this situation.